Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process.

Event description:
It was reported that 3 bd safetyglide¿ needles were blocked during the vaccine injections. The following information was provided by the initial reporter: "an rn this morning had to use 3 of lot regn2104 before she could administer the vaccine".

Event description:
It was reported that 3 bd safetyglide¿ needles were blocked during the vaccine injections. The following information was provided by the initial reporter: "an rn this morning had to use 3 of lot: regn2104 before she could administer the vaccine".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.